Event description:
Reportedly, just before and during box change, the communication between the programmer smartouch + cpr4 head and the kora pacemaker was very difficult. Although all blue bars were present on the cpr4, even when shifting position and putting a blanket between pgh and patient.

Manufacturer narrative:
The review of provided data confirmed the reported issue: - on (B)(6) 2024, the programming head cpr4 head s/n (B)(6) was connected to a smarttouch programmer, involved in the interrogation of the implantable device kora 250 dr s/n (B)(6). - several communication attempts occurred leading to communication errors in the provided data. The most likely hypothesis to explain the reported issue is that too much electromagnetic interferences were present during the pacemaker interrogation such as nearby screens, laptops chargers, electrophysiology magnetic sensors or other telemetry heads leading to the impossibility to interrogate the pacemaker. It is recommended to avoid as much as possible noisy environment nearby the telemetry head while a device is interrogated. Based on the available data, no issue is suspected on the telemetry head. This case is retained and utilized for trend purposes.

Event description:
Reportedly, just before and during box change, the communication between the programmer smartouch + cpr4 head and the kora pacemaker was very difficult. Although all blue bars were present on the cpr4, even when shifting possition and putting a blanket between pgh and patient.